Event description:
Olympus was informed that during preparation for an unspecified therapeutic laparoscopic procedure the video telescope was exchanged due to a damaged light guide tube and poor contact. During the repair the video scope showed a varying purple and green image. However, the intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus shanghai (osh) (returned to osh on 2022/10/10). The evaluation at osh confirmed the occurrence of the reported ¿image discoloration and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The evaluation could not confirm the reported light guide tube damage and poor contact. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.